Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 532 mg/dl; cause was not known. Reportedly, the pump supplies were changed and a correction bolus via the pump was delivered to address bg. Subsequently, bg level dropped to 46 mg/dl. Reportedly, the customer delivered a 10 unit bolus to address elevated bg level but did not eat. Customer consumer glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.